Manufacturer narrative:
The b section event date was listed as " (B)(6) 2022 ". However, the actual event date could not be confirmed, therefore the event date was listed as the manufacture date as the event could have only occurred after manufacture. The product investigation was completed. Device evaluation details: the catheter was returned to biosense webster (bwi) for evaluation. Bwi then conducted a visual inspection analysis on the returned catheter. Visual analysis of the returned sample revealed a cut on pebax with reddish-brown material inside and internal parts exposed; however, the cut could be related to the handling since in the process there are control inspection points to avoid this kind of issue. The returned sample was connected to the carto 3 system and error 106 was displayed on the screen. Therefore, the catheter was dissected on the tip area. Loss of electrical continuity of the green paired wires to the sensor was found. Concluding that is an internal failure of the sensor. The evaluation determined that the cause of pebax damage failure cannot be established. However, the blood found inside the pebax area may have contributed to the 106 error displayed on the carto 3 system. A manufacturing record evaluation was performed for the finished device 30875950l number, and no internal action was found during the review. Biosense webster's quality process ensures all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
One thermocool® smart touch® sf bi-directional navigation catheter was received by the biosense webster (bwi) product analysis lab on (B)(6) 2023, with no accompanying information, and was processed on (B)(6) 2023. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, visual analysis revealed a cut on the pebax with reddish-brown material inside and internal parts exposed. As a result, this will be reported to FDA. Foreign material inside the pebax is MDR-reportable.